Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported during an ankle fracture procedure the doctor using a mallet on the fibular nail and the targeting guide broke. All was retrieved. It made it through the case but cannot be used again. The procedure was completed and the patient is fine to date.